Event description:
It was reported by customer that he has been having low blood glucose, which have cause seizures. Customer stated that the drive support cap is protruded. Customer and hcp thought it was the medication that is being taken. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.